Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. While performing ablation in the right ventricular outflow tract (rvot) it was noted that the patient¿s blood pressure had dropped. Echo confirmed that there was a pericardial effusion causing cardiac tamponade. Pericardiocentesis was performed in the cath lab. The patient was stable after this procedure and was transferred to intensive care unit (ICU). Radiofrequency (rf) ablation using a qdot micro catheter at 40w was being used at the time of the event. There was no steam pop was noted by the physician.

Manufacturer narrative:
On 24-jun-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).